Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, mid to ostial right coronary artery, after two unspecified guide wires were positioned in the posterior descending artery (pda) and the anterior descending (av) arteries, the 3.5 x 12 mm xience alpine stent was successfully implanted mid rca without reported issue. A 3.5 x 23 mm xience alpine stent was implanted in the ostium rca, however, during removal of the stent delivery system (sds) through the guide catheter resistance was met and an area appeared dark under fluoroscopy; the devices were removed as a system. Outside the anatomy the guide catheter was cut open and an elongated stent implant was located and removed. The 3.5 x 23 mm xience alpine stent had been explanted. It was noted that the stent/lesion had been post-dilated with the balloon and a good result achieved. No additional intervention was performed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.